Manufacturer narrative:
Product event summary: the lead was returned and analyzed. The helix of the lead was extrinsically bent and visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the initial placement of the right ventricular (rv) lead was difficult, due to venous occlusion, and became dislodged one day post implant. During the replacement rv lead the helix would not re-extend. Multiple attempts were made to extend the helix. The rv lead was then abandoned and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.